Event description:
It was reported that a pericardial effusion, cardiac tamponade, and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. During transseptal puncture (tsp), the tsp punctured too inferior and went through the wall. An effusion sweep was performed prior to the procedure, and a large amount of fluid was noted around the heart. Despite this, a double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa with no recaptures performed. An effusion sweep was performed after the procedure, however, nothing notable was found. After the probe was removed from the patient approximately 10 minutes post procedure, the patient's blood pressure began to drop rapidly. Later when they looked back, it was found via intracardiac echocardiography (ice) that a worsened pericardial effusion in the left atrium developed. Through reviewing the ice imaging, it could also be seen that the sheath was tamponading the hole. The patient was transported to open cardiac surgery and more than 800 cc of blood was removed in the process. The patient was recovered and has been discharged home.